Event description:
During a laparoscopic inguinal hernia repair the disposable automatic stapler malfunctioned. The staple became lodged in the device preventing it from closing properly. The stapler could not be removed through the trocar and became lodged in it. The trocar and stapler were removed together. A new trocar and stapler were used to complete the procedure.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.